Event description:
The customer reported the system displayed a camera iris error and would not produce a usable image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and performed a collimator iris calibration. The system operates as intended.